Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer has reported that the device is not available for return or evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop, motor fault and transducer fault. The customer stated the turbine is problem. There is no information if this ventilator was on a patient when the problem occurred, it is currently unknown.